Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw from the backup battery cover falling out was not confirmed. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that it was in unremarkable physical condition. Inspection of the backup battery cover did not reveal any missing screws or damage to any of the screws. An outward force was applied to each of the screws in an attempt to reproduce the reported event; however, the screws remained in place. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 05may2021. Heartmate 3 instructions for use section 2 ¿ "system operations", explains how to replace the system controller backup battery. Additionally, section 5, entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during setup one of the screws holding the back battery cover on fell out. The controller was exchanged. No patient was involved.